Event description:
It was reported that the handpiece began leaking a black substance during a joint procedure. The procedure was completed with another device. There was no medical intervention or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. There was no substance found on or within the device.